Event description:
It was reported that the balloon catheter was stuck with the guidewire. The target lesion was located in a severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon catheter was stuck with the guidewire. The balloon catheter and guidewire were removed as one unit. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported.